Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure (batch no. 641431,12440750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, vaginal bleeding, menometrorrhagia, pregnancy, right upper quadrant pain, ovarian cyst, adenomyosis and irritable bowel syndrome. She denies any abnormal vaginal bleeding, , vaginal discharge, painful urination, urinary incontinence, or pelvic: pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (ablation and robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, urinary tract disorder and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: apparently successful tubal occlusion with essure procedure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure (batch no. 641431,12440750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, vaginal bleeding, menometrorrhagia, pregnancy, right upper quadrant pain, ovarian cyst, adenomyosis and irritable bowel syndrome. She denies any abnormal vaginal bleeding, vaginal discharge, painful urination, urinary incontinence, or pelvic: pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (ablation and robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, urinary tract disorder and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: apparently successful tubal occlusion with essure procedure. Lot number: 12440750, manufacture date: 2010-05, expiration date: 2013-03; lot number: 641431, manufacture date: 2009-05, expiration date:2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure (batch no. 641431,12440750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, vaginal bleeding, menometrorrhagia, pregnancy, right upper quadrant pain, ovarian cyst, adenomyosis and irritable bowel syndrome. She denies any abnormal vaginal bleeding, , vaginal discharge, painful urination, urinary incontinence, or pelvic: pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (ablation and robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, urinary tract disorder and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: apparently successful tubal occlusion with essure procedure.. Lot number: 12440750 manufacture date: 2010-05 expiration date: 2013-03 . Lot number: 641431 manufacture date: 2009-05 expiration date:2012-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.